Event description:
Physician tried to operate the 10mm gyrus pks cutting forceps and it would not work; device was right out of the box and would not coagulate. Attempted to change out the cord but with a new one but the problem persisted. Opened a new cutting forceps to complete the procedure======================manufacturer response for cutting forceps, pks cutting forceps (per site reporter)======================manufacturer provided rga# for product return evaluation.